Event description:
It has been reported to philips that, during a procedure,the allura xper fd10 system fluoroscopy was not functioning. No harm has been reported . Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use and the issue occurred during a coronary procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not functioning. Review of the log file showed image disk full user message. The fse exported all patient studies to pacs (picture archiving and communication system) and recreated the image disk data to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.